Event description:
Gia gray 45 misfired, new load used. 1. Please describe the issue on the instrument. -the staple load would not fire. 2. Was the instrument inspected prior to use? - yes. 3. What surgical task was being performed when the issue occurred?-the surgeon, doctor was attempting to fire the staple load across the appendix. 4. Did incident involve a fragment falling inside patient anatomy?- no 5. What was the patient outcome? - no change 6. What was procedure outcome? - no change 7. Are photographic images of the device(s) or a video recording of the procedure available? - no, but the device was sent to risk management.